Manufacturer narrative:
If implanted, give date: 2015. Device is combination product. Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4)

Event description:
It was reported that in-stent restenosis (isr) occurred. At 3.0x18mm non-bsc stent was deployed in the mid right coronary artery (rca) a "few years ago". In 2015 there was in-stent restenosis of the non-bsc stent. This was treated using a 3.00x20mm synergy drug eluting stent in the mid rca and another 3.00x20mm synergy stent was deployed in the proximal rca. In (B)(6) 2016, repeat angiogram showed restenosis of the mid rca stent, mainly in the proximal and distal segments. The stent in the proximal rca showed no evidence of restenosis. The patient was scheduled for a repeat revascularization. No further patient complications were reported.